Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during visual evaluation of the device, two tears were observed on the anterior view; one of them measuring approximately 0.1 cm, and the other one was found on the union between shell and front patch. Microscopic examination was performed, and it revealed parallel striations on the edges of the first tear, which are consistent with markings made by a sharp instrument perforating silicone material. On the other hand, the cause of the second rupture could not be identified. . Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with mentor tissue expanders ce med height te 450cc breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had it removed with no replacement on (B)(6) 2020.

Manufacturer narrative:
Device evaluation summary completed on (B)(6) 2020: during visual evaluation of the device, two tears were observed on the anterior view; one of them measuring approximately 0.1 cm, and the other one was found on the union between shell and patch. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander . All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 11 2020, mentor became aware that unintentionally not reported correct;(d2. Common device name). Please see correction in this report. Manufacturer¿s reference number: (B)(4).